Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and the pump was warm to the touch. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.